Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 240 units of insulin. Reportedly, the customer loaded cartridges with cold insulin. Additionally, the pump supplies were in use for 5-6 days with novolog insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 240 mg/dl to a reading of "high" on the customer's continuous glucose monitor. Reportedly, the pump supplies were changed to address the issue and bg.